Manufacturer narrative:
H3: product analysis: part# 5030741 lot# 37lw visual and microscopic inspection revealed significant torsional/twisting deformation to the body of the implant. The threads that connect the spacer to the inserter have been stripped. It appears the threads were overloaded during the installation process. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a cage used in acdf therapy for hernia. It was reported that the cage screw hole was broken. It was suspected that the cage was inserted in the wrong direction, and the cage was inserted into a place where it could not be inserted. The cage came loose from the inserter, and its screw hole got broken because the cage was inserted in that state. A new cage was opened and inserted by adding distraction between the vertebrae (there were no problems with the same inserter). It was reported that there was user error. No fragments of the implant seem to be left visibly in the patient. There was a delay of less than 60 mins. Patient symptoms are unknown. No further complications were reported/anticipated.